Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a cracked bottom casing and main board problem. Constantly alarms when powered on and was physically damaged. Not in use, and there was no patient involvement.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
D9 - product received date 4/14/2025. H3/h6 - test data. One device was received for evaluation for the complaint that the cracked bottom casing and main board problem. Constantly alarms when powered on, physically damaged. Unable to review alarm history due to corrupt pcb during the review of event log. There was no 12-month service history during the review. The visual and functional testing was performed. The customer¿s complaint was verified during visual inspection, the bottom case along with the plunger case were damaged and replaced. The pump would not boot into main menu and had a persistent backup audible alarm requiring a replacement of the main pcb. The probable cause was due to the damaged bottom case and bad super cap on main pcb. The pump was then recalibrated, retested, and no additional issues were found during testing.